Event description:
It is reported that when the plate was removed, bone discoloration was visible at the proximal screw hole. The surgeon had to curette the affected bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.